Manufacturer narrative:
Upon further investigation it was determined that this complaint is a duplicate of an existing complaint, for which MFR report #1218950-2018-01179 was submitted.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported reboot/application restart issues during admit/discharge/transfer (adt) operations at the information center ix. The issue occurred after january 1 2018. There was no patient incident.